Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cone body. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Attorney retained implants.

Event description:
The patient's left hip was revised due to failed competitor cup with cemented in competitor liner. The remainder of the implants were restoration modular. They also tried to remove the proximal cone body but it could not be removed and during the process the collet part of the body/stem separator broke. The previous revision was of competitor product.